Event description:
It was reported on (B)(6) 2025, a weighted feeding tube was placed with the tip of the gastric catheter overlying the region of the antrum of the stomach. On (B)(6) 2026, the tube required de-clogging. It was discovered two days later that the distal portion of the tube had detached and was in the patient's duodenum. The distal portion of the tube was endoscopically removed from the patient's duodenum." There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 26-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.